Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. System check was performed and no issues were identified. Multiple attempts were made by tandem technical support to provide additional troubleshooting, however, no response was received. Customers blood glucose was 190 mg/dl.